Event description:
It was reported that the patient presented to the emergency department with weakness, positive blood cultures, endocarditis, and vegetation was noted on the leads. The right ventricular (rv) lead was also reported to have diminished r waves. The patient was treated with intravenous antibiotics and the entire implantable pulse generator (ipg) system was removed. The patient was enrolled in (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 5086mri58 lead implanted: (B)(6) 2013. (B)(4).